Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, no delivery/occlusion alarm. The customer reported hyperglycemia treated with other. The event involved product(s) mmt-1812. Trouble shooting was performed and customer has been using the insulin pump system within 48hrs of reported high bg event. High pressure test did not pass twice. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump or not. Product return was requested for mmt-1812, and the customer response was the device will be returned.

Manufacturer narrative:
Pump passed the functional tests, including the self test, active current measurement, sleep current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08630 inches. No unexpected insulin flow blocked alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. However, no delivery alarms noted in the pump history on (B)(6) 2024 at 20:52:17.000, 20:53:47.000, 23:53:53.000, and at 21:03:00.000 during bolus. No motor alarms noted during testing or in the pump history on the event date. Force sensor was measured and is within spec (23.9mv at zero offset). No damage noted at the electronic assemblies during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. No device problem found during full functional testing. Insulin flow block alarms not confirmed during testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.